Event description:
It was reported that the patient experienced unspecified issues with a sling device. During the procedure a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the aus implant. No more information available through physician. Should pertinent additional information become available, it will be provided.